Manufacturer narrative:
(B)(4).

Event description:
Within the past 2 days, the pt had experienced increased tone/spasticity. The pt was admitted to the hospital. Two days later, it was reported that the catheter was never primed at the end of a catheter dye study procedure (date not reported). A bridge bolus was running and the physician did not know what to do or how to go about priming with a bridge bolus running. The pt was reported to be "o.k.". They were going to contact the physician that did the procedure and see when it was done and also to find out when the bridge bolus was first programmed. The device sys was used to deliver baclofen. Additional info has been requested, a f/u report will be sent if additional info becomes available.